Event description:
Additional information received reported the manufacturer representative had no new information about the patient¿s status. They noted the health care provider (hcp) ordered x-rays as there might be a lead fracture however this had not been confirmed as the results of the x-ray were unavailable at the time of the reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had turn their stimulation off for 2 weeks due to a medical issue. The patient turned their stimulation back on after that period and felt no paresthesia and had no pain relief. There were no falls or trauma reported with this event. Impedances were run and were: electrodes 0-1: 3252 ohms electrodes 0-2: 5004 ohms electrodes 0-3: 6682 ohms no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient will be heading to the previous implanting physician for a revision or replacement. There was no other information available at the time and there was no scheduled procedure date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3 708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3550-29, lot# n153751, implanted: (B)(6) 2008, product type: accessory; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3587a, lot# l97942, implanted: (B)(6) 2002, product type: lead. (B)(4).